Event description:
The nurse tried to pull the needle through the tubing into the safety cap and it was difficult to pull. The tubing stretched back and the needle went through the tubing and stuck the nurse.